Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30297182m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the case while maneuvering the ablation catheter in the left atrium (la), the patient suddenly had a rapid drop-in blood pressure. An echocardiography was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space, the patient could be stabilized within a few minutes. The procedure could be ended without any further consequences for the patient. Extended hospitalization was not required as a result of the adverse event. Concerning the physician, cardiac tamponade most likely occurred when he dropped out of the transseptal puncture and tried to go back again. Transseptal puncture was performed with an abott / brk1 needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 20ml/min independent of the wattage used. The parameters for stability used with the visitag module were 3mm 3seconds (range/time). No biosense webster product malfunctions nor error messages were reported. According to the physician, the adverse event most likely occurred during the transseptal puncture while using non-bwi products; however, since the tamponade was discovered while maneuvering and ablating with the bwi catheter, then the navi-star¿ thermo-cool¿ electrophysiology catheter cannot be excluded. Therefore, this event is being conservatively reported under the bwi ablation catheter.